Event description:
It was reported via repair work order that the brakes were out of adjustment. It was also originally reported that a caregiver was injured during this event, but this has not been confirmed at this time. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.